Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the existing batteries had no voltage and need to be replaced. After the battery replacement, the unit was handed over to the customer in satisfactory working condition.

Manufacturer narrative:
Other contact phone number: (B)(6). Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check the cs300 intra-aortic balloon pump (iabp) unit is not charging batteries were fully drained and require replacement. There was no patient involved.